Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. Reportedly, the cause of the low bg level was due to the customer being a brittle diabetic. Glucagon was administered to address bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.